Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keyboard unresponsive during patient procedure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that keyboard was failed. A field service engineer while troubleshooting the issue, an engineer identified that the keyboard was not functioning at the site due to sticky keys being activated. The customer informed the engineer that when they arrived at the station yesterday after receiving the notice about the issue, there were many items placed on top of the keyboard. The fse deactivated sticky keys for the customer. The fse reseated the keyboard universal serial bus, verified all power management settings, rebooted the device, and conducted a successful test. The hardware was tested via the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es keyboard unresponsive during patient procedure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.